Event description:
During a trial reduction, the pegs disassociated from the glenoid.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.